Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the autoclavable camera head coupler was not operating smoothly also the telescope locking spring was not functioning. The issue occurred during inspection for use. There were no reports of patient harm or patient involvement.